Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The home patient (hp) was hospitalized for the peritonitis. Treatment was not reported. Per the nurse, the peritonitis was not related to baxter solutions, devices or disposable products. The patient was switched to hemodialysis as an intervention and was reported to have expired due to the peritonitis and a perforated bowel. It was not reported when the home patient began hemodialysis, but it was reported that the home patient was not on peritoneal dialysis at the time of death.